Manufacturer narrative:
On (B)(6) 2017 the (B)(6) manager performed a visual inspection of the explanted uhmwpe insert and commented as follows: the posterior "clipping" features of the insert have been plastically deformed and damaged in the lateral side. It presents a sort of incision with the negative shape of the clipping "tooth" of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related. Some scratches can be identified on the anterior surface of the insert as well, most likely caused during the attempt to explant the component. Batch reviews performed on (B)(6) 2017. Lot 131096: (B)(4) items manufactured and released on 20 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision fixed tibial tray cemented size 2 right, code 02.07.0682r, lot. 164179 (k123721) (B)(4) items manufactured and released on 04 october 2016. Expiration date: 2021-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When implanting the insert, the insert would not seat properly. The surgeon requested a secondary insert to complete the surgery. There was approximately a 5 minute delay in surgery. The surgery was completed successfully. Implant is available.